Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The customer resolved the issue themselves therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device experienced a "stoppage". There a no reported patient involvement.